Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure when device was removed from patient to wipe clean, vasoview hemopro 2 tip of the device was melted with the black heat protective covering frayed off. The metal undertones were exposed and item was hot to the touch when assessed. Complaint was created due to an FDA medwatch report (mw5154039).

Manufacturer narrative:
Trackwise ID#:(B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-10. The lot # 3000364511 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.